Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated, date of implant has been estimated.

Event description:
It was reported that on (B)(6) 2015 the procedure was performed to treat the left anterior descending artery and an unspecified size absorb scaffold was implanted. Scaffold-thrombosis was observed, and an acute posterior infarction occurred one week after therapy was stopped. On (B)(6) 2016, the thrombosis was recanalized and dilatated with an unspecified balloon. Medication was provided as treatment. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of thrombosis and myocardial infarction, as listed in the absorb gt1 instructions for use, are known patient effects that may be associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other additional absorb gt1 referenced in b5 and d11 is being filed under a separate medwatch report number. B5: date of event was confirmed to be on (B)(6) 2016 as initially reported. D6: implant date was corrected from on (B)(6) 2015.

Event description:
Additional information received: there were two absorb gt1 scaffolds (3.5x23mm and 2.5x28mm) implanted on (B)(6) 2015. The thrombosis was noted at the overlapped region of the two absorb scaffolds. No additional information was provided.